Event description:
The pt experienced a loss of therapeutic effect following hip replacement surgery in 2009. No benefit was reported event when the stimulation was turned up to 8.4 volts. Reprogramming was attempted but did not help. The pt went to a trial implant and then to a new permanent implant with good results. No injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.